Event description:
Following a coronary drug eluting stenting treatment procedure, a hypersensitivity reaction occurred. A dermatologist has been seeing this pt since 2005 for itching and a rash on pt's back, legs, abdomen and arms since having an unknown size taxus express2 drug elutng stent placed in 2004. The rash began two weeks after the taxus stent was implanted. The dermatologist did a biopsy of the rash twice and the pt did not have eosinophils. The pt was given topical and oral steroids and an antihistamine but the rash continued to spread and is not getting better. The pt was started on plavix and lipitor at the same time as the taxus stent was implanted. The pt stopped the plavix about 6 months post stent placement on pt's own and the dermatologist states that pt has since talked to cardiologist. The dermatologist will follow up with the pt in a week or so and will report back how pt is doing off the plavix. Attempts to reach the dermatologist regarding follow up on this pt have been unsuccessful.